Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. On 07/16/2024 the firm representative following the case received a message from the patient stating that a full system explant had taken place on (B)(6) 2024. Per the patient, an area near the implantable pulse generator (ipg) had become red and inflamed. Physician evaluated the patient in the office and determined that the system should be removed due to possible infection.

Manufacturer narrative:
The firm was not notified of the patient's symptoms or the explant until after the procedure had taken place. There were no known lab cultures to confirm presence or type of infection. Infection is a known inherent risk of surgical procedures.